Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occured. During a percutaneous coronary intervention(pci), a 3.00 x 32mm synergy ii des was selected for treatment. However that stent was unable to cross the lesion and was damaged inside the vessel. The device was removed from the patient and the procedure was completed with a different device.